Manufacturer narrative:
The device was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test or verify keypad unresponsive/button error alarm due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were not responding. Customer¿s blood glucose was 169 mg/dl at the time of incident. Customer stated that the insulin pump had pump error alarm. Customer stated that the time was advancing. Customer states that numbers are not ramping on their own. Customer states the scroll bar was not moving with no input. Customer states that there was no response from any button. The insulin pump will be returned for analysis.